Event description:
It was reported that the patients implantable pulse generator (ipg) was causing blood clot with associated symptoms of pain knee and legs, and a burning sensation in the hands and feet.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.